Manufacturer narrative:
Additional data: a3 investigation: samples received: a piece of the suture. Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 3,204 units. There are no units in stock in b. Braun surgical's warehouse. We have received a piece of thread with a part of the needle attached to it. Checking the piece of thread with a part of the needle received we have noticed that there are marks of needleholder/surgical instrument in the needle attachment zone. The needle has been damaged during handling of the suture. Steel is deformed and the needle detachment from the thread is caused by this wrong handling. Needles have to be held with needleholders in the central 2/3 of the needle as indicated in the precautions point in instructions for use of the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the needle detachment. The reporter indicated that the while suturing the perineal area the needle broke and was lost in the perineum. A search for the needle was made as it was not too deep. Per the reporter it was not a detachment, but a break at the attachment area. Additional information has been requested.